Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner was unable to be seated in the cup due to the locking ring being broke.